Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result using a binaxnow covid-19 ag card. The consumer allegedly received a negative result, then two days later visited a clinic received a positive result on an unknown device. Although requested, no further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: b5(updated the description with the correct brand named used) , d1, d2, d3.

Event description:
The consumer reported a false negative result using a binaxnow covid-19 antigen self test. The consumer allegedly received a negative result, then two days later visited a clinic received a positive result on an unknown device. Although requested, no further information was provided.

Manufacturer narrative:
Investigation results: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.